Event description:
The mitek biofastin rc anchor broke postoperatively. The surgeon performed a second surgery as a result of this situation to repair the rotator cuff and retrieve the broken anchor fragment.